Manufacturer narrative:
(B)(4). Batch # n5736a, reload - ecr60g, n54k6e, reload - ecr60g, n54v7v. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. In addition, two ecr60g cartridges were received. The cartridge (b) was received unfired with 14 drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. The cartridge (c) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the cartridge. The returned device and cartridges reloads (a and c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, could not fire during first, second or third firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.